Event description:
Philips received a complaint on the v60 ventilator indicating that the liquid crystal display (lcd) was very dim. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. During preventative maintenance (pm), it was observed that when the brightness was set to 5, it was dim when compared to the customers other v60s. A replacement 2nd generation lcd was ordered to resolve the issue. In a good faith effort (gfe) response from an authorized service provider (asp), it was stated that when the part was delivered it was found that the customer would need additional parts replaced to upgrade to the 2nd generation lcd. The asp provided the customer with a service proposal for the additional parts, and the customer then decided to not proceed with the repair. The device is planned to remain out of service permanently. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.